Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history records traceable to the presumed indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser did not cut the canal or the top of the flap, leading the surgeon to manually create the flap, resulting in an incomplete flap in the patient's left eye during lasik surgery and the patient had strong residual astigmatism in the upper region.

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).